Manufacturer narrative:
Qn# (B)(4). Medwatch# (B)(4). The customer returned the lidstock and one used arterial catheter in two pieces from an ask-04120-hf1 kit. Microscopic examination was performed on the fracture surfaces of both pieces and they were found to be smooth. The openings on both pieces appeared to be slightly misshapen. The area where the separation occurred also seemed to appear thinner than usual. These characteristics indicate a molding issue. The piece with the hub was measured to be 1.9cm, and the piece with the extrusion was measured to be 4.8cm. Adding these two dimensions gives an overall catheter length of 6.7 cm, or approximately 2.64 inches, which is within the specified range. The inner diameter of the catheter tip was measured and was found to be within specification. A device history record review was performed and no relevant findings were identified. Other remarks: the customer reported issue of the arterial catheter separating was confirmed during the sample investigation. The area where the catheter separated was found to be thinner than what is typical and the fracture surfaces were smooth and uniform. The probable cause of this issue is manufacturing related. A non-conformance request has been generated to further investigate this complaint issue.

Event description:
The customer alleges that while suturing the line in place, the catheter broke just under the hub. The doctor was able to hold the catheter in place and float a new guidewire in the catheter. The catheter was changed over the wire. No patient complications reported.

Manufacturer narrative:
(B)(4). Medwatch# (B)(4).

Event description:
The customer alleges that while suturing the line in place, the catheter broke just under the hub. The doctor was able to hold the catheter in place and float a new guidewire in the catheter. The catheter was changed over the wire. No patient complications reported.